Event description:
Patient reportedly received the following results within 10 minutes: 302 mg/dl (aviva system 1) and 101 mg/dl (aviva system 2. No adverse event. Requested return of suspect device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).